Event description:
It was reported that noise was observed on the rv lead when the patient coughed. The noise was reproducible when the patient coughed but not with pocket manipulation or iso- metrics. X-ray did not reveal any issues with the lead. The physician elected to monitor the patient more frequently and set up remote monitoring.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.